Event description:
Fifty one year old may with wpw syndrome. (Right posteroseptal accessory pathway and svt). Who underwent apparently successful rf ablation 6/1/06. He had recurrent svt in hosp after ablation and returned to ep lab for a second procedure. This revealed a concealed right posteroseptal accesssory pathway ( no pre-excitation in sinus rhythm). A freezortm 4mm f1 curve catheter was unable to reach the target ablation site. An freezor max 8mm(f5) cryoblation catheter was successfully positioned at target ablation site. Several cryoblations in this region, each lasting 15 seconds, had no effect on retrograde accessory pathway conduction, as assessed during right ventricular pacing. Another cryoblation was made, but was continued for 50 seconds due to miscommunication between the operators in the laboratory. Ventricular pacing was carried out during this ablation, with no effect seen on retrograde accessory pathway conduction. When the ablation and ventricular pacing were discontinued complete av block was noted. This persisted for the next several days, after which a permanent pacemaker was implanted. Several weeks later av conduction was noted to have reappeared.